Manufacturer narrative:
H11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection found no issues with the device. During functional keypad testing, the reported 'keypad error' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. However, the keypad would be replaced as a preventive measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novumiq large volume pump had keypad error. The specifics of the keypad error were not specified. This occurred during testing prior to patient use. There was no patient involvement. No additional information is available.